Manufacturer narrative:
The device was not returned for eval. A f/u report will be sent on eval completion. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013, to report an orthopat device with the description of "blood spill." No pt/operator injury reported.